Event description:
It was reported that t "error 1260,". According to the reporter the event did not occur during patient use, and no one was harmed as a result of this event.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device, customer concern confirm of error code 1260. The software was updated. Device passed all test. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.